Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had blank display which did not returned after restarting the insulin pump. The blood glucose of the customer was 452 mg/dl at the time of the incident. Customer stated that battery compartment or battery cap or springs were neither damaged nor corroded. The customer was treated with manual injections. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.